Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient had connected his pd catheter to the cassette and then laid down when it was reported the line disconnected. And there was fluid coming out of the line. The patient started the treatment all over. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event occurred. The pdrn stated during setup the patient's cassette line ended up disconnecting from the patient's pd catheter, and stated she believed it was due to the patient not tightening the connection. The pdrn stated the patient was able to re-setup with supplies and completed peritoneal dialysis treatment using the cycler and confirmed no treatments were missed. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient had connected his pd catheter to the cassette and then laid down when it was reported the line disconnected. And there was fluid coming out of the line. The patient started the treatment all over. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event occurred. The pdrn stated during setup the patient's cassette line ended up disconnecting from the patient's pd catheter, and stated she believed it was due to the patient not tightening the connection. The pdrn stated the patient was able to re-setup with supplies and completed peritoneal dialysis treatment using the cycler and confirmed no treatments were missed. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred.